Manufacturer narrative:
Additional initial reporter information was requested. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that on (B)(6) 2018 there was resistance when inserting the dobbhoff ng tube. The ng tube was removed and a kink was seen at the 15cm mark that could not be unbent. A new ng tube was placed.